Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 375 mg/dl, and then a result of 140 mg/dl or 150 mg/dl. Customer could not recall the exact result. No adverse event reported. Return of the suspect device was requested for evaluation.